Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was stuck to the tip of the advancer tube, it did not shuttle down properly and seemed to be kinked. The physician mentioned that the device didn¿t deploy properly. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The procedure used an antegrade approach. The vessel type was arterial. The deployer was a certified mynx user. The patient did not have a relevant medical history. The device was used in conjunction with a 6f non-cordis sheath. The device storage temperature did not exceed 25 °c. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The stopcock of the introducer sheath was opened prior to shuttling down. The user shuttled down completely with little resistance. No excessive force was applied when shuttling down. No unusual force was applied when retracting the sheath. After removal, there were little kinks in the sheath or device. Hemostasis was achieved using another mynx device. The patient was not hospitalized or had an extended hospitalization as a result of the event. The patient recovered after the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedural sheath was on the catheter, fully retracted, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. It was noted that the sealant was exposed to blood and protruding out from the outer cartridge tubing side slit. The condition of the retuned device is like a device failing to deploy. The device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. No resistance or anomalies were observed during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected and no damages or anomalies were observed. A product history record (phr) review of lot f2004202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was stuck to the tip of the advancer tube, it did not shuttle down properly and seemed to be kinked. The physician mentioned that the device didn¿t deploy properly. Hemostasis was achieved using another mynx device. The patient was not hospitalized or had an extended hospitalization as a result of the event. The patient recovered after the mynx event. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The procedure used an antegrade approach. The vessel type was arterial. The deployer was a certified mynx user. The patient did not have a relevant medical history. The device was used in conjunction with a 6f non-cordis sheath. The device storage temperature did not exceed 25 °c. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The stopcock of the introducer sheath was opened prior to shuttling down. The user shuttled down completely with little resistance. No excessive force was applied when shuttling down. No unusual force was applied when retracting the sheath. After removal, there were little kinks in the sheath or device. The device was returned for analysis.